Manufacturer narrative:
Other relevant device(s) are: product ID: 9735843, serial/lot #: (B)(4). A medtronic representative tested and serviced the equipment. Hardware parts were replaced on the system. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported that the camera cable was damaged. It was stated that the camera cable was cut and internal wires were exposed. The camera on the system was not functional due to the damage to the camera cable. It was indicated that a replacement cable for the camera arm was requested. There was no patient involved. It was noted that this issue with the system was found in house.